Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6, h10. Result of investigation: vyaire medical's failure analysis lab (fa lab) was unable to duplicate or confirm the customer's reported issue. The customer was issued a replacement gas delivery engine.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support mentioned that the main board needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has xdcr fault. The reporter confirmed that there is no patient involvement associated on this event.